Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the bifurcation of the distal left main (lm) artery to the proximal left anterior descending (lad) artery. Following pre-dilatation with a 3.0x8 nc quantum balloon catheter, a 3.50x38mm promus premier¿ stent was advanced to treat the lesion. However, the device would not go down into the lad and when the device was removed, it was noted that the proximal edge of the stent was lifted. The procedure was completed with a 3.0x38mm promus premier stent without any issues. No patient complications were reported and the patient's status was fine.